Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "rupture", "nodular and echogenic images between the elastomer and the fibrous capsule, with "dirty shadowing", probably related to silicone estravasation due to implant rupture", "small folds", "cysts", "axillary lymph nodes and the right internal chain showing silicon sign". Device remains implanted.